Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. The device was received for evaluation by the baxter product analysis laboratory (pal), the device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the event history log was not performed because the device was received and routed to service prior to the baxter product analysis laboratory (pal) being made aware of its complaint status. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Per pal evaluation, there was no failure or malfunction identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. A couple of months prior to the reported event, the patient informed the nurse that they were going out of the country to visit their family for a few months. The patient was doing so against medical advice. While visiting the family, the patient died. The patient was hospitalized prior to the death, but the cause of the hospitalization or the subsequent death were unknown. The pd therapy was ongoing until the patient died; however, it was not reported if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but was not available.